Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reer0966 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after the procedure, flushing failed through the catheter. The catheter function test failed. No other information was provided.